Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had previous tc3 with femoral & tibial sleeve and stem implanted in 2013. The patient came back for pain in right knee. Upon opening the joint, the doctor found a loose body. The adaptor bolt had broken within the threads and was floating in the joint. The adaptor was also broken into two pieces, leaving half of the adaptor in the sleeve. The femoral component was completely loose from the femur itself. The sleeve and stem were well fixed. After hours of trying to retrieve the broken adaptor from inside the sleeve, breaking the taper was not successful. The doctor had to perform an osteotomy to remove sleeve and stem. The osteotomy was the length of the entire construct of sleeve/stem. The doctor used 3 cables, a sz 150 stem and 31 sleeve with an xs hinge augments to repair the femur. The patient was in the operating room for 7 hours for this procedure. All loose materials were retrieved from the patient. The doctor sent cultures to pathology for white cell count, results came back normal. The doctor said there was no infection present. The tibial components were well fixed and remained in the patient. The original implantation date is unknown. There was loosening of the adaptor, adaptor bolt, and femur at the bone to cement interface. There was a surgical delay. Doi: 2013; dor: (B)(6) 2022; affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.